Event description:
It was reported that a user experienced persistent hyperglycemia after completing their first independent insulin cartridge and infusion set change, with a blood glucose value around 309 mg/dl and continued elevation despite a dinner announcement; the user did not recall completing the infusion set fill step and was uncertain about infusion set selection, while using a contact detach steel 6 mm set. Symptoms included hyperglycemia. Outcomes included no hospitalization and no pump alarms. Investigation included guided troubleshooting by phone, which covered preparing supplies, filling a cartridge, rewinding the pump, replacing the infusion set, correctly attaching tubing, completing fill tubing, selecting a new infusion set, and performing the specific fill step for steel 6 mm; site rotation and absorption considerations were reviewed, and the user was advised to allow automated corrections rather than meal announcements to address highs. Investigation of this case revealed that the infusion set fill step had not been completed in the prior attempt, which could explain sustained hyperglycemia despite pump delivery, and no device malfunction or software issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user setup error related to infusion set priming and possible site absorption issues. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.